Manufacturer narrative:
No button response due to corroded keypad traces. The insulin pump was unable to verify alarm due to button/keypad anomaly. The insulin pump had moisture damage found on the lcd board, cracked case at display window corner, broken reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart after a battery change. The customer also found a signal too low alarm in the insulin pump's alarm history as well. She stated that the unexpected restart alarm recurred during normal device use and that the insulin pump had not been stored or not in use for an extended period of time. She also reported that the keypad became unresponsive when she was sitting at the beach. She stated that the device began alarming with nothing on the screen. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.